Manufacturer narrative:
Additional information was added: the lot was manufactured from july 23, 2019 - july 24, 2019. Two (2) actual samples were received for evaluation. A visual inspection was performed and found the bladder of both samples has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladder of two (2) small volume infusors were discovered to be damaged. The damaged bladders were observed during mixing prior to patient use. There was no patient involvement. No additional information is available.